Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced sensor error. The patient experienced lost consciousness for approximately 7 minutes. The patient´s mother called ems which arrived after 15 minutes. The patient was treated with baqsimi (glucagon) and regained consciousness, although she was sweating profusely and confused. The patient recovered and was stable at the time of the report. There were no bg values reported. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.